Manufacturer narrative:
B3: estimated based on additional information received that states symptoms started on december. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7160073, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 786135, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent replacement of the scs system due to lead migration, which resulted in inadequate stimulation. The devices were retained by the facility and will not be returned for analysis. Postoperatively, the patient was reported to be doing well and experiencing adequate stimulation.